Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('punctured tube/mine perforated both tube') and rheumatoid arthritis ('ra') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("right side was completely in uterus"), rheumatoid arthritis (seriousness criterion medically significant), hypertension ("hypertension"), inflammation ("inflammation"), menopause ("menopause") and abdominal distension ("e belly") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled robotic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device expulsion, weight increased, rheumatoid arthritis, hypertension, inflammation and abdominal distension outcome was unknown. The reporter considered abdominal distension, device expulsion, fallopian tube perforation, hypertension, inflammation, menopause, rheumatoid arthritis and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal the following information was received from social media inflammation, hypertension, ra. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('punctured tube/mine perforated both tube') and rheumatoid arthritis ('ra') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("right side was completely in uterus"), rheumatoid arthritis (seriousness criterion medically significant), hypertension ("hypertension"), inflammation ("inflammation"), menopause ("menopause") and abdominal distension ("e belly") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled robotic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device expulsion, weight increased, rheumatoid arthritis, hypertension, inflammation and abdominal distension outcome was unknown. The reporter considered abdominal distension, device expulsion, fallopian tube perforation, hypertension, inflammation, menopause, rheumatoid arthritis and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. The following information was received from social media inflammation, hypertension, ra. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- inflammation, hypertension, ra, menopause ,e belly and punctured tube. Reporter information were added. On 23-mar-2020: social media content received: reporter added. Event right side was completely in uterus was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled robotic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event medical device removal added. Incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.